Event description:
Pt underwent spinal fusion procedure on 8/28/92. X-rays in 1/93 showed one fractured sacral screw but fusion was holding. On 3/26/93 pt underwent revision surgery "hardware replacement and refusion at l5-s1."